Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, after stapling the liver parenchyma, the blade would not return, jaws locked on tissue and would not open. The liver parenchyma was re-resected more centrally, and the blood vessel was ligated for hemostasis. The surgical time extended 30 minutes or more due to the product problem. The doctor in charge destroyed the cartridge to investigate the cause, and checked whether or not there was any foreign material, etc. Clamped.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the firing rod was retracted and had minor damage to the distal end. Functionally, the blue unload switch could be fully depressed. The adapter was connected to the gen2 adapter black box running gen2 acc s oftware, and had 40 of 50 procedures remaining. There was a uart communication error scripted in the error log. The main screen indicated the strain gauge was unresponsive. The adapter was connected to a rpa powered handle operating v29.1.3. The handle was unable to calibrate the adapter and displayed a yellow swim lane. The manual retract tool was used to extend the firing rod. The adapter was reconnected to a rpa powered handle operating v29.1.3 and the handle successfully calibrated the adapter. The adapter was successfully fired on the a1 test fixture, and was reconnected to gen2 and the strain gauge was functional and in the appropriate range. Additionally, no new errors were found in the logs. It was reported that the jaws of the device remain closed on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: after disassembling the device, the j-hook was evaluated. There were deformations present on the j-hook which are indicative of the user trying to remove the reload before the firing rod has returned to the proper home position. There were uart communications errors in the system logs. The device was able to be fired with other representative instruments without loss of communications. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.